Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with multiple inappropriate shocks. One of the inappropriate shocks had induced ventricular fibrillation (vf) and a subsequent shock converted the patient. It was noted that the patient had been in atrial fibrillation (af) for the last four years and presented in sinus rhythm. A morphology change was observed at high rate af. The vector was reprogrammed from secondary to primary while the patient was in the ER. It was communicated to the caller that programming options are limited if the morphology change continues. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room with multiple inappropriate shocks. One of the inappropriate shocks had induced ventricular fibrillation (vf) and a subsequent shock converted the patient. It was noted that the patient had been in atrial fibrillation (af) for the last four years and presented in sinus rhythm. A morphology change was observed at high rate af. The vector was reprogrammed from secondary to primary while the patient was in the ER. It was communicated to the caller that programming options are limited if the morphology change continues. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was put through and passed the returned products testing. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted at the patient's request. There were no additional adverse patient effects. It was reported that this patient presented to the emergency room with multiple inappropriate shocks. One of the inappropriate shocks had induced ventricular fibrillation (vf) and a subsequent shock converted the patient. It was noted that the patient had been in atrial fibrillation (af) for the last four years and presented in sinus rhythm. A morphology change was observed at high rate af. The vector was reprogrammed from secondary to primary while the patient was in the ER. It was communicated to the caller that programming options are limited if the morphology change continues. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted at the patient's request. There were no additional adverse patient effects. It was reported that this patient presented to the emergency room with multiple inappropriate shocks. One of the inappropriate shocks had induced ventricular fibrillation (vf) and a subsequent shock converted the patient. It was noted that the patient had been in atrial fibrillation (af) for the last four years and presented in sinus rhythm. A morphology change was observed at high rate af. The vector was reprogrammed from secondary to primary while the patient was in the ER. It was communicated to the caller that programming options are limited if the morphology change continues. No adverse patient effects were reported.